Event description:
The customer called into technical support (ts) reporting that the device has multiple power supply failures. 1118 (post) 5 v supply failed, 1127 check vent: ovp circuit failed, 111b (post) check vent: 35 v supply failed, 111d (cbit) check vent: mc pcba adc failed, 1117 (cbit) - 3.3 v supply failed. Twenty consecutive measurements of the 3.30 v supply were less than 3.04 v. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Codes 1118/1127/111b/111d/1117 were logged. Verified 35 vdc, 3.3 vdc, 5vdc reading low on the pneumatics screen. Blower controller information on the vent info screen is all x's. When turned on in ventilation mode the blower did run. All check vent codes reoccurred except the 1117. Customer was advised that there may be multiple pcbas involved but to start with the mc pcba. Further information is pending.

Manufacturer narrative:
The customer was advised to replace the mc pcba first to resolve the issue. When the customer last contacted philips, parts have just been received but no repair has been performed. Further information has been requested multiple times, but no reply has been received. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.